Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted visualization was difficult due to a rotated heart. One clip was implanted. A second clip delivery system (cds) was advanced to the mitral valve and the clip was deployed, reducing mr. After deployment, the second clip detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). A third clip was deployed to stabilize the slda clip. Three clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (rotated heart orientation) contributed to the reported poor image resolution and the reported single leaflet device attachment (slda). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date received by manufacturer correction: date corrected from 05/28/2018 to 05/28/2019. Internal file number - (B)(4).